Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 84-year-old female in st elevated myocardial infarction was implanted with an impella device for mechanical circulatory support. The patient developed hemolysis during impella support. The pump was subsequently removed as a result of the noted condition.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the hemolysis issue was not determined since product was not returned and insufficient clinical data was returned. The failure mode will be monitored and trended.